Event description:
It was reported the patient had a syncopal episode. It was further reported there were high thresholds and high impedance on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.